Event description:
It was reported that during a lap nissen fundoplication procedure the white grasper pad fell off the blades, also blades and pads appear to be charred. Case completed with another blade. No pt consequence.